Manufacturer narrative:
Updated fields- b4, d8, d9, e1(event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields- d4 (version or model), h6 (health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced pcba exec board on unit. Preformed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was not saving calibrations. There was no patient involvement.